Event description:
The customer reported that the device has a crack in the outer sleeve of the valve and that it re-inflated itself after being deflated. The problem was noted after being inserted into the pt. Customer was unable to get a seal, so the lma was removed from the pt. The customer reported that after use, that the lma was inspected and found to have a leak in the blue rubber material at the crease. Customer reported that no injury occurred to the pt.